Manufacturer narrative:
The rx/5mm basket diameter/180cm was defective. The filter didn¿t get flushed properly, there was leakage on each flush. There the angioguard was a problem in loading the filter. There were no reported patient injuries. When the system pulled back from the tube, there was a lot of force involved. The filter was opened on the table before taking it to the patient body. The device was stored, handled and prepped per the instructions for use (IFU). There was no difficulty experienced when removing the catheter from its packaging. The device did not pass through any acute bends. The device was never used in the patient. A new angioguard was used to complete the procedure. The product was returned for analysis. A non-sterile rx/5mm basket diameter/180cm angioguard device deployment sheath, a filter basket introducer, a torque device, and a capture sheath were received for analysis inside a plastic bag. Neither original packaging nor coil dispenser was returned for analysis. Per visual analysis, an unzipped condition of the deployment sheath was observed on the delivery sheath at 26.0 cm from the delivery sheath distal end all along through the entire delivery sheath. Per microscopic analysis no damages were observed on the filter basket struts and the basket filter membrane. However, an unraveled condition was observed on the floppy distal tip wire of the unit. Functional analysis was not performed due to the unraveled condition on the floppy distal tip wire of the unit as well as the unzipped damaged condition on the angioguard delivery sheath. A product history record (phr) review of lot 35235429 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. A review of provided procedural images was made. The complaint device was not used in the procedure reviewed. The reported ¿distal tip (ecgw) unraveled/stretched¿ was confirmed through analysis of the returned device. The exact cause of the event could not be determined during analysis. Based on the information available for review, procedural or handling factors may have contributed to the event as evidenced by the unraveling of the guidewire and the unzipped condition of the delivery sheath noted during analysis. The reported ¿delivery system-loading (docking) difficulty¿ was not confirmed through analysis of the returned device as functional analysis could not be performed due to the damaged condition noted. The exact cause of the event could not be determined during analysis. According to the precautions in the safety information of the instructions for use, ¿guidewires are delicate instruments and should be handled carefully. Prior to use and when possible during the procedure, inspect the guidewire carefully for coil separation, bends, kinks, or damage of the filter basket assembly. The deployment and capture sheaths are delicate instruments and should be handled carefully. Prior to use, and when possible during the procedure, inspect the deployment sheath, capture sheath, and capture sheath rx port region (approximately 30 cm from the distal tip) for bends, kinks, or other damage.¿ according to the instructions for use, which is not intended as a mitigation of risk ¿prior to the interventional procedure, all equipment and packaging, including the angioguard rx emboli capture guidewire system, should be inspected and examined carefully for defects. Check guidewire, filter basket, deployment sheath, capture sheath, and capture sheath rx port region (approximately 30 cm from the distal tip) for bends, kinks, or other damage. Do not use defective equipment.¿ neither the phr review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, by the doctor, the angioguard rx/5mm basket diameter/180cm was defective. The filter didn¿t get flushed properly, there was leakage on each flush. There was a problem in loading the filter. Additional information obtained from the product analysis states that an unraveled condition was observed on the floppy distal tip wire of the unit. There were no reported patient injuries. When the system pulled back from the tube, there was a lot of force involved. The filter was opened on the table before taking it to the patient body. The device was stored, handled and prepped per the instructions for use (IFU). There was no difficulty experienced when removing the catheter from its packaging. The device did not pass through any acute bends. The device was never used in the patient. A new angioguard was used to complete the procedure. The device will be returned for analysis.